Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3 889-28, lot# v516929, implanted: (B)(6) 2010. Product type: lead. (B)(4).

Event description:
It was reported that two of the lead wires were broken. It was noted that the patient was scheduled for a replacement surgery, to be done on (B)(6) 2013. It was noted that during the patient's preoperative appointment the patient's blood pressure was too high, so blood pressure medication was given to the patient. It was further noted that the health care professional (hcp) stated they could not do the surgery if the patient's blood pressure was too high. Patient was checking blood pressure on their own and it was still too high.

Manufacturer narrative:
(B)(4).